Manufacturer narrative:
Device received with an unresponsive keypad due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to push buttons five or six times before going to the menu and slower to respond. The customer¿s blood glucose level was unknown. Troubleshooting was done for keypad anomaly. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer reported that after replacing battery buttons were slower to respond and still had issue with pressing buttons. Customer did received a calibration not accepted alert. Customer did received a change sensor alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.